Manufacturer narrative:
(B)(4). The product and lot number of the device could not be obtained; therefore, the UDI number was unavailable. Concomitant products: patients received 325mg daily aspirin and a thienopyridine derivatie (clopidogrel 75mg daily or ticagrelor 90mg twice daily) 5 to 7 days pre-procedure, were heparinized to obtain an activated clotting time above 200 seconds throughout the procedure. A prowler plus microcatheter and synchro 14 wire were used for the enterprise stenting. No additional information could be obtained. Conclusion: the device was not available for analysis. In addition, the device lot number was not available; therefore, a review of manufacturing documentation could not be performed. The event could not be confirmed without procedure films. Coil migration and protrusion through the enterprise sent are known potential adverse events associated with use of the enterprise stent, and are listed in the instructions for use (IFU). The IFU cautions ¿coil protrusion during embolization may not be visualized fluoroscopically because of the superimposition of the stent and coil mass. Intermittent angiograms in multiple views may be necessary to ensure there are no coil loops protruding into the parent artery.¿ there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported in a literature article and subsequent additional information from the literature author, in patient (B)(6), during stent-assisted coiling of a 3.5mm diameter anterior communicating artery aneurysm using a 4.5 x 22mm enterprise stent (catalog/lot numbers not available) and unspecified coils, the stent deployed from the right a1 to the ipsilateral a2, but the unspecified coils could not be safely contained inside the aneurysm. The stent had provided near complete coverage of the aneurysm neck; however, despite successful stent deployment, the coils could not be safely contained inside the aneurysm, and at every attempt to deploy, the coil mass would repeatedly protrude and move towards the contralateral a2, thus prompting them to abort the procedure. The stent was left in place to provide flow diversion. There was no patient injury due to the coils protruding from the stent and the patient remained asymptomatic. The objective of the article was to assess the long-tern clinical and angiographic outcomes of stent-assisted embolization for wide-necked anterior communicating artery aneurysms between march 2008 and march 2014. Thirty-two patients were involved in the study, and 26 received enterprise stents. A prowler plus microcatheter and synchro 14 wire were used for the enterprise stenting. The article suggested that stent-assisted embolization for anterior communicating artery aneurysms may be considered an excellent treatment option with an adequate combination of safety profile and effectiveness.